Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments. The energy issue was not reproduced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced issues with the monopolar and bipolar energy on the erbe generator. The customer stated that the energy was either very weak or not delivering. The customer stated that they did not encounter any errors/faults on the erbe. They replaced the energy cords, but the issue remained. The technical service engineer (tse) advised the customer to reboot the erbe, the customer did so, and the monopolar energy began working but the bipolar energy was still faulty. The tse advised the customer to attempt another bipolar port, but the issue remained, the tse inquired if they had swapped out the bipolar energy instrument and the customer confirmed that they had tried that. The procedure was completed with no reported injury.